Manufacturer narrative:
The device was returned to olympus for evaluation. The user's experience could not be confirmed. The distal end cover, the air/water nozzle, and the bending section glue were examined. No sharps or jagged edges were found on the distal end of the device. However, the bending section glue was discolored due to chemical damage. The device was serviced and returned to the user facility. The exact cause of the patient's outcome cannot be conclusively determined.

Event description:
Olympus was informed that at the end of a diagnostic colonoscopy, it was noted that the patient's colon had mucosal tears and a small hematoma. The physician felt a rough edge on the air/water nozzle of the device. The patient did not require medical or surgical intervention. The patient was discharged the same day and is reportedly doing fine.